Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an alert delivered by the device stating the biventricular pacing was lower than programmed. The alert was false and due to a diagnostic anomaly. No intervention has been performed and the patient was stable with no consequences.